Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) leading to a replacement procedure. Upon explant, fluid loss was noted due to a break in the kink resistant tubing (krt) right next to the connector. There were no patient complications.